Manufacturer narrative:
(B)(4). Publication year of 2020. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot number has not been provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: three-year clinical experience with magnetic sphincter augmentation and laparoscopic fundoplication authors: luigi bonavina · thomas horbach · sebastian f. Schoppmann · janet demarchi citation: surgical endoscopy https://doi.org/10.1007/s00464-020-07792-1 the objective of this prospective, multi-center, observational registry study was to evaluate the 3-year outcomes for msa and lf in patients with gerd. Between december 2009 and december 2014, 465 patients underwent msa and 166 patients underwent laparoscopic fundoplication. All patients had a diagnosis of gerd confirmed by abnormal esophageal acid exposure on a prolonged ph or ph impedance study and chronic reflux symptoms despite the daily use of medical therapy with ppis. The msa device which was a linx system was placed utilizing the minimal dissection technique. The intraoperative and procedure-related complication rates were low (= 2%) and similar for msa and lf. The intervention for the msa group was the removal of the device for dysphagia (45%), ongoing gerd (18%), vomiting/regurgitation (18%), gastric pain (9.5%) and need for MRI (9.5%). There were no complications noted during the removal procedures. This 3-year prospective, observational registry study contributes to the mounting evidence for the effectiveness of msa and lf.